Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hospitalized on ICU [hospitalisation] piston rod of the pen is stiff and not moved also there is hardening on pressing on the dose button [device mechanical issue] pen does not inject insulin [device failure] case description: this serious spontaneous case from egypt was reported by a consumer as "hospitalized on ICU(hospitalization)" with an unspecified onset date, "piston rod of the pen is stiff and not moved also there is hardening on pressing on the dose button(device mechanical jam)" with an unspecified onset date, "pen does not inject insulin(device failure)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "product used for unknown indication", , tresiba penfill (insulin degludec 100 u/ml) from unknown start date for "product used for unknown indication", patient's height, weight and bmi (body mass index) were not provided dosage regimens: novopen 4: novorapid penfill: tresiba penfill: medical history was not provided. On an unknown date, patient hospitalized(onset and discharge not reported) on ICU because of issue of the pen. Patient had not taken her dose as the piston rod of the pen is stiff and not moved also there was hardening on pressing on the dose button and the pen does not inject insulin. Batch numbers: novopen 4: jvgv634 novorapid penfill: nr7lk14 tresiba penfill: ps6kv40 action taken to novorapid penfill was not reported. Action taken to tresiba penfill was not reported. The outcome for the event "hospitalized on ICU(hospitalization)" was not reported. The outcome for the event "piston rod of the pen is stiff and not moved also there is hardening on pressing on the dose button(device mechanical jam)" was not reported. The outcome for the event "pen does not inject insulin (device failure)" was not reported. Since last submission the case has been updated with the following: batch number updated for novorapid penfill and tresiba penfill EU/ca tab: update to initial report (follow up report) check box ticked device addendum: device narrative regenerated narrative updated accordingly the event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment: (B)(6) 2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached. Company comment: hospitalization is assessed as unlisted event according to novo nordisk current reference safety information of novorapid and tresiba. Information on events preceding hospitalization, signs and symptoms presented by the patient, relevant medical history, final diagnosis, results from any clinical and laboratory investigations performed, details on exposure of suspect, event outcome, concomitant medications and illness, hospitalization dates, action taken to suspect drugs, indication of the suspect are not available for thorough medical assessment. Expired device used might have led to reported technical event which could have further contribued to hospitalization this single case report is not considered to change the current knowledge of the safety profile of novorapid and tresiba.

Event description:
Case description: batch numbers: novopen 4: unknown. Novorapid penfill: nr7lk14. Tresiba penfill: ps6kv40. Investigation results: name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novorapid penfill, batch number: nr7lk14. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: tresiba penfill, batch number: ps6kv4. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: batch number removed for novopen 4. Malfunction updated as no. Is non-reportable updated as no. Investigation results updated. Final report ticked, expected date of fu report removed and current location of device updated in EU/ca tab. B, c and d, g (imdrf) codes updated in device addendum tab. Narrative updated accordingly. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Final manufacturer's comment: (B)(6) 2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Use of expired device is assessed as risk factor for device malfunction. H3 continued: evaluation summary - name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.